Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 100 units. Reportedly, the cartridge was filled with approximately 300 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge to address the issue.